Event description:
The user facility reported that water was leaking from their unit. No injuries or procedural delays/cancellations were reported.

Manufacturer narrative:
A steris service technician inspected the unit and found a leak emitting from a sump steam coil connecting to the steam outlet piping. The technician retightened the union, ran a test cycle and confirmed the unit to be operational.